Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seal was broken/removed on plunger assembly. The device was cracked on right plunger case and battery door. Error history log review found force sensor bgnd test and motor rate error. Power up process, reading of force sensor and occlusion test were performed. The reported issue could not be duplicated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 4 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced force sensor for preventive and replaced worm coupling and worm gear for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that force sensor test failure, force sensor bgnd and motor rate error occurred. There was no patient involved and no reported patient injury.